Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the became dislodged during the deployment. A second speedband superview super 7 was used; however, the same problem happened. It was reported that the ligator bands were intentionally deployed but were fired in an inadvertent or unintentional location. The physician ensured that he made a full rotation and heard audible clicks when deploying the bands. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired.